Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported, it was a case of an implant of a 23mm sapien 3 valve in aortic position. Four years and five months post-implant, the patient presented with symptoms of heart failure, including dyspnea and fatigue, attributed to valve calcification. Due to a low left coronary artery (lca), a chimney procedure was performed to protect coronary flow. A 20mm sapien 3 ultra valve was successfully implanted via transfemoral approach. The patient was in stable condition.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A device history record review (DHR) and lot history were performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapienxt, s3, s3u, and s3ur valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The complaint was confirmed based on provided information. Available information suggests that patient factors (renal impairment) likely contributed to the event as it was reported that the patients comorbidities are hypertension and renal impairment. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as, but not limited to, renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.